Event description:
It was reported that cuff misses occurred during suture placement with eight proglide devices in the right femoral vein using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f and during the tavi procedure, the sheath was upsized to 22f. A ninth and tenth proglide device were successfully placed using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. The physicians are reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. The perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. (B)(4) - failure to follow steps/instructions. The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other seven proglide devices referenced are filed under separate medwatch MFR reference numbers.